Event description:
It was reported that the patient's right ventricular exhibited over-sensing resulting in high ventricular rate (hvr), and episodes of intermittent under-sensing. The lead was explanted and replaced. The patient's health status post-procedure was unknown.

Manufacturer narrative:
Further information was requested but not yet received.